Event description:
It was reported that the iab was inserted uneventfully and connected to the pump. At the onset of pumping, the balloon would not stay inflated. As a result of this, the iab was removed and replaced. There were no patient complications.